Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed that the right ventricular lead was oversensing noise and was failing to capture. It was also noted that the implantable cardioverter defibrillator was under the battery advisory. On (B)(6) 2018, the lead was capped and replaced and the device was explanted and replaced. The patient was in stable condition post procedure.